Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-jul-2023, it was reported that the infusion set's tubing came apart at the tubing connector while sleeping. The site location was patient's abdomen. The infusion had been used for one day. Reportedly, the infusions there was stress or pull on the tubing since it rolled while sleeping and the pump was not dropped with the set connected to patient's body. No further information was available.